Event description:
It was reported that plastic fragments found in the packaging. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material in packaging is confirmed and was determined to be supplier related. One 22g x 0.5 in safestep infusion set was returned for evaluation. An initial visual observation revealed the package was sealed. A small material was seen within the package. The material appeared to be somewhat soft and flexible. A microscopic observation revealed the material appeared to have a pink coloration. These findings suggest the foreign material was introduced in the packaging during the manufacturing process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.